Event description:
Pf114 faradise clinical study, subject ID: (B)(6). It was reported that the patient had multiple recurrence of atrial fibrillation during the post ablation healing period. A pulse field ablation (pfa) procedure using a farawave pfa catheter was performed on (B)(6) 2024 to treat atrial fibrillation (af). The first af reoccurrence began on (B)(6) 2024, and the patient was admitted to the hospital on that same day. The following day an echocardiogram was performed, and the patient underwent electrical cardioversion. The patient was then discharged on (B)(6) 2024. A second af reoccurrence started on (B)(6) 2024. Bloodwork was performed the following day for diagnostic purposes, and then the patient underwent a second cardioversion on (B)(6) 2024. The third af reoccurrence began on (B)(6) 2024, and the patient was hospitalized that same day. This was their second hospitalization. Diagnostic bloodwork was performed the next day, and the patient underwent a third electrical cardioversion on (B)(6) 2024. They were discharged from the hospital on (B)(6) 2024. No further patient complications have been reported. The catheter was disposed of by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.